Event description:
It has been reported by (B)(6) of (B)(6) that one of the cpu's they received did not function after they installed it in the bed. No adverse consequence reported.

Manufacturer narrative:
This was a parts only order. In this case, the facility was ordering parts for their product to do the repair themselves.